Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used. The cannula was damaged.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure, damaged cannula or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
The device was received fully deployed. Inspection of the soft cannula did not find it bent, kinked or damaged. The data indicates that the pod completed both the first and second priming sequences before being deactivated. No damages or defects were observed that would result in the needle deploying early. During the investigation the needle mechanism was reset to the not deployed position, and the device functioned properly during manual deployment. Although no problems were found, it could not be determined when the device deployed.